Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A type 1a endoleak combined with a type 2 endoleak, via a large inferior, were identified. The inferior has been coiled. Reportedly, the physician plans to seal the type 1a endoleak with a non-endologix balloon expandable stent. No additional event or patient information is available.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported events of a type ia endoleak, type ii endoleaks, and ima coiling are confirmed. Device, user, procedure or anatomy relatedness of these events could not be determined. Procedure related harms could not be identified. Contributing factors for the type ia endoleak could not be determined due to lack of comparative images. The final patient status was not reported.

Event description:
Subsequent to the initial report, additional information was provided reporting that the type 1a endoleak was successfully sealed with a non-endologix balloon expandable stent (andra) and coils. The baa was stable at 6.5cm. The CT and ultrasound showed a very minor type ii endoleak at the distal aneurysm and no further intervention necessary. Patient is doing well.